Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.

Event description:
Health professional reported right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, around 75-100% of the patch is missing. A weight test of the explanted material was completed and device was found to be underweight. Microscopic analysis of the returned device identified broken shell with striated edge opening on anterior side assessed as surgical damage, more than three curved striated openings around the anterior and posterior side with striated edges assessed as surgical damage, stress marks assessed as non penetrating nicks, and nicks with striations assessed as non-penetrating nicks. Based on the device analysis the final assessment was broken shell with striated edge assessed as surgical damage, curved striated openings assessed as surgical damage, missing shell assessed as inconclusive, nicks with striations assessed as non-penetrating nicks, and stress marks assessed as non penetrating nicks.